Event description:
A us distributor reported that a monitor will not power up.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (will not power on) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to low output on the u603 on the computer/analog pca. The root cause for the defective u603 component could not be positively identified. No adverse event resulted from the damaged monitor.